Event description:
It was reported that during the knee arthroscopy, the device caused metal abrasion and turned black at the tip. The metal abrasion was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence showing an ar-8550bc bone cutter, batch 15477758, exhibiting surface damage. Based on the information available ¿ including photographic evidence, event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, specifically excessive side-loading during use. This determination is consistent with the precautions described in dfu-0215-eo, revision 1 ¿ disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿, and shaverdrill¿ devices, which state: f. Precautions: (6). Do not allow the rotating portion of any device to contact metallic objects (e.g., cannulas, arthroscopes). Such contact may cause damage ranging from edge dulling to fracture of the tip. If contact occurs, inspect the device and replace it if cracks, fractures, or dulling are observed. (7). Excessive side-loading during use does not improve cutting performance and may cause irreversible damage to the device. (8). Excessive loading on the powerasp device may disengage the cam mechanism and stall cutting effectiveness.